Event description:
It was reported that the patient has bilateral knee implants and patient is complaining of pain in both knees. Patient cannot straighten out both legs. Patient reports that during surgery he lost a lot of blood and ended up having a blood transfusion. It was then that the patient found out that he had leukemia.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown left stryker knee. Additional information has been requested and if received will be provided in a supplemental report. (B)(4) implanted.

Manufacturer narrative:
The patient is (B)(6). An event regarding pain involving a triathlon femoral component was reported. The event was not confirmed. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: no clinical or past medical history, no listing of the specific implants utilized in these cases, no patient demographics, no documentation of complaints noted in the event description, and no x-rays are available for review. There is no documented problems related to implant design, manufacturing, or materials in this case. Device history review: there have been no reported discrepancies for the referenced lot. Complaint history review: there have been no reported events for the lot referenced. Conclusions: the exact cause of the event could not be determined as review of the patient¿s medical records and x-rays provided no evidence of any device-specific failure mode.

Event description:
It was reported that the patient has bilateral knee implants and patient is complaining of pain in both knees. Patient cannot straighten out both legs. Patient reports that during surgery he lost a lot of blood and ended up having a blood transfusion. It was then that the patient found out that he had leukemia.